Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly,the customer contacted the healthcare provider to obtain alternated therapy. There was no adverse impact to customer¿s blood glucose level.